Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system had encountered fatal error. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had encountered fatal error. A field service engineer (fse) inserted a universal serial bus (usb) device containing the image, set the correct time zone, and verified that eset was installed. The device was confirmed to be windows server update services (wsus) compliant. A data synchronization was performed, and the customer successfully logged in to confirm usability. Synchronization and remote smart service (rss) statuses were checked. The fse tested the hardware and software for deficiencies, verified that all peripherals and auxiliary devices were connected and online. The system functioned as intended after the field service engineer troubleshot the device.